Event description:
During a case of persistent atrial fibrillation and a planned pulmonary vein isolation (cryo redo), the needled was withdrawn before the first transseptal approach and it was noticed that a piece of scraping from the sheath was on the tip of the needle. The scraping seems to originate from the inside of the introducer and was about 1cm in length. The introducer and needle were exchanged and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f swartz braided introducer dilator was received for evaluation. The dilator was flushed with fluid; no skived material exited the dilator tip. The dilator tubing was cut lengthwise; there was no evidence of skiving along the inner wall of the dilator. Review of the device history record was not possible as the lot number is unknown. The cause of the reported skiving remains unknown.